Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative regarding a patient for an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s therapy had stopped due to por (power on reset). It was documented what patient was doing at time por was seen, rep did not have specific information besides the patient stated he saw por on his recharger. Rep stated she did not see the por message when using her programmer, rep stated patient was notified last night. No further complication and events were reported. Refer to (B)(4) for damaged recharger antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the por was resolved. The patient weighed (B)(6) pounds at the time of the report. No further complications were reported or anticipated.